Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h8. Additional information added to field h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the phenomenon occurred because one screw inside was loose, and due to dust accumulation inside the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera video system center olympus asset had no image. The intended procedure was gastroscopy. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. Device evaluation found that no image occurred which was due to one screw inside was loose. The screw was fixed, and after dust was removed, the image was returned to normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.